Event description:
The customer's doctor reported via telephone call that the customer had high blood glucose. No symptoms were reported. The customer had a high blood glucose of 600 mg/dl on (B)(6) 2015 and could not bring it down. The next morning it was 59 mg/dl but the customer was able to bring it back up to 196 mg/dl. The customer treated with the insulin pump. The drive support cap appeared normal. The doctor reported that the basal rates and bolus settings were correct. No alarms were recalled since the high blood glucose began. The doctor declined to perform the high pressure test. The customer was advised to call back if the high blood glucose persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.